Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to retrieve device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm where did the needle fell? The needle was broken at the swage part during suturing. Did the needle fall into the patient's body? The broken needle fragment fell into the body but was removed without losing sight. Thereafter, there was no problem with the patient¿s condition. The following information was requested, but unavailable: were x-ray taken to locate the needle piece? No further information is available. Was the needle piece retrieved during the same procedure? =>no further information is available. Does a piece of the needle remains in the patient's tissue? =>no further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. Could you please provide lot number? No further information is available. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that a needle and a suture of product code vcp772d were received for evaluation, it was observed the needle was broken at the swage area and a part of the needle still was attached to suture. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. . Needle analysis: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation on september 23, 2021. The component was identified as product code vcp772d. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.